Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has deceased. There is no known allegation from health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
On the first follow-up MDR analysis narrative should have been included. A partial lead with connector pin measuring 2.6/2.8 cm (insulation/coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.